Manufacturer narrative:
Batch review performed on 20 march 2018; lot 173491: (B)(4) items manufactured and released on 10 october 2017. Expiration date: 2022-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs on 02 march 2018: postoperative femoral fracture occurred one month after primary implantation in a 69 year old woman. The initial stem position and dimension of the stem cannot be assessed as no immediate postoperative x-ray was provided. The reason of fracture is unknown: intraoperative bone weakening due to normal femoral preparation could be one reason but also other factors may have contributed.

Event description:
Patient reported thigh pain 1 months after primary and x-ray revealed a femoral fracture around the stem. Primary surgery went fine with no suspected issues.